Event description:
Describe event, problem, or product use error: needle broke while securing drain on skin. All broken pieces retrieved, isolated and placed on a sterile specimen cup. Two 19-french round hubless blake channel drains were brought out through separate stab incisions and laid within the wound. These were secured in place using 3-0 monosof sutures. Once sponge, needle and instrument counts have been confirmed to be correct, a number of quilting sutures were placed between the latissimus and the underlying chest wall to prevent seroma formation. The donor site was then closed using multiple interrupted 2-0 polysorb deep sutures followed by running 2-0 v-loc suture to reapproximate the superficial fascia, running 3-0 v-loc subdermal suture and a running 4-0 biosyn subcuticular stitch. The donor site was dressed using steri-strips and dermabond.